Manufacturer narrative:
The device was not returned to mmdg for evaluation. The event as reported could not be confirmed. Furthermore, the initial reporter did not provide the correct serial number for the device. The one provided was not valid, and thus a review of the device history record has not been possible. The event described in this report is generally considered not-reportable due to the low risk of air being delivered to patients' stomachs and the fact that moog cannot reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old. In this particular case, mmdg was given conflicting information. While the description of the event included the term "pediatric patient," the patient's age was stated to be 20 years old. Mmdg opted to report. This is a retrospective filing.

Event description:
The initial reporter stated that a "pediatric patient" was "pumped full of air". The device would be set to deliver 463 ml of water at a rate of 275 ml/second on an infinite dose, meaning the user was relying on the pump's air-in-line and/or occlusion sensors to stop the pump at the end of the feeding. During a follow-up call with the pump's distributor, mmdg clinical learned the following details: "the mother had set up the infusion of water at rate of 275 ml/hr, dose set to infinite and placed 463 ml of water in the bag then went to bed. The mother had expected to hear the alarm from the pump indicating the infusion was complete but didn't hear an alarm, woke up at 7:00 am found the pump still running, pumping air into the patient. The customer did not receive any information from the caregiver on the condition of the patient. The pump was not replaced. The resolution to the problem was for the mother to set a specific dose instead of setting it to infinite dose." The initial reporter had no information about the condition of the patient, and attempts to contact the patient's caregiver were unsuccessful. (B)(4).